Event description:
The patient reported that using their cuff caused bruising to their arm. Teladoc's blood pressure monitor fits patients with up to a 17.7in arm circumference, and the patient was unable to confirm their arm circumference but stated they can fit the cuff on their arm. The patient confirmed that they do not have any conditions nor do they take any medications that could contribute to bruising. The patient did not confirm if medical attention was sought.

Manufacturer narrative:
The device was returned to teladoc health for investigation. Initial functional testing was completed on 12-06-2024. The monitor passed all tests including the visual inspection, the leak rate test, the calibration check, and the repeatability test. The blood pressure monitor is performing as intended, the issue was not duplicated and no failure was detected.